Event description:
Caller reported that pump became hot to touch, although no temperature alarms were recorded, and the pump was not charging at the time of the issue. There was no adverse impact to the customer¿s blood glucose level. Cts arranged to replace the pump with updated software, providing training and instructions for return procedures, while the customer continued using the current pump.